Event description:
It was reported that a farawave was used in a pulse field ablation procedure. During the procedure it was noted that the electrode basket trapped in basket configuration during opening in the left atrium and in the veins, during dry testing everything was correct. Then this curvature was tested after being pulled out of the patient - the error remained - two electrode arms stuck together in the basket. Replaced with a new catheter. After inserting the guidewire and testing the dry curves, which went well, the wire did not want to retract into the catheter lumen in the neutral position of the catheter, the guidewire was blocked on the farawave handle level. The catheter was replaced again and the guidewire stuck in the catheter - after inserting the guidewire and testing the dry curves, which went well, the wire did not want to retract into the catheter lumen in the neutral position of the catheter, the guidewire was blocked on the farawave handle level. During preparation of the fourth catheter was not possible to irrigate the catheter the procedure was canceled.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Uring product analysis it was observed that the catheter was returned without a guidewire inserted and a known good guidewire was successfully inserted, with no unusual resistance felt. Costumer attached a picture where is possible to observe all pictures related to the fourth reported events. There is important to mention that is not possible to identify the picture related for this event. The no problem detected code was selected for the reported allegation. The allegation was not confirmed, and no evidence or abnormalities were seen during the analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave was used in a pulse field ablation procedure. During the procedure it was noted that the electrode basket trapped in basket configuration during opening in the left atrium and in the veins, during dry testing everything was correct. Then this curvature was tested after being pulled out of the patient - the error remained - two electrode arms stuck together in the basket. Replaced with a new catheter. After inserting the guidewire and testing the dry curves, which went well, the wire did not want to retract into the catheter lumen in the neutral position of the catheter, the guidewire was blocked on the farawave handle level. The catheter was replaced again and the guidewire stuck in the catheter - after inserting the guidewire and testing the dry curves, which went well, the wire did not want to retract into the catheter lumen in the neutral position of the catheter, the guidewire was blocked on the farawave handle level. During preparation of the fourth catheter was not possible to irrigate the catheter the procedure was canceled.